Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grand daughter reported via phone call that they were hospitalized due to coma on unknown date. Customer's blood glucose level at the time of hospitalization was not known. Hospital's doctors stated that the insulin pump was malfunctioning. The insulin pump will not be returned for analysis.